Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. After receiving an alarm, the customer would resume insulin delivery and deliver the remainder of the bolus. The customer's blood glucose level was not impacted. The customer was not experiencing an alarm at the time of the call to tandem's customer technical support.